Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor consumed too much current and was rough running. The locking mechanism of the battery was jammed. Several parts were replaced to repair and the device was returned to the customer on (B)(4) 2013. This complaint is indeterminate. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported the device got hot, overheated during drilling. This is report 1 of 1 for # (B)(4).